Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 9/12/2019. Device returned to manufacturer? Yes. Device evaluation: the returned sample was received. The product was returned within the daisy wheel lens casing of its replacement along with a note indicating the identity of the lens. A visual inspection of the product with the unaided eye shows the lens was cut in half, most probably to aid in explant. Traces of ophthalmic viscosurgical device (ovd) is present on the lens surfaces. Based on the condition of the return, further analysis is not possible. The reported complaint event could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted due to vision always fluttery causing dizziness. Follow-up confirmed that the replacement lens was an ar40e, 24.5 diopter power iol. The patient¿s visual acuity on post-op day one was 20/30. No other information was received.